Manufacturer narrative:
It was observed that the returned reload displayed signs of being subjected to an abnormally high firing force by the user, highly likely due to the user firing on thick/dense tissue. Abnormally high firing forces due to challenging tissue nature may cause staple malformation. Based on provided information and inspection of the returned product, it is highly likely that the dense and cartilaginous properties of bronchial tissue could have contributed to malformed staples.

Event description:
The aeon¿ endoscopic stapler consists of a handle and reload. During a thoracic lobectomy, an aeon¿ endoscopic stapler handle was used with a aesc45p reload. After firing on the bronchus, the surgeon recognized that all staples were not closed in the correct "b" form. The surgeon needed to replace the incorrect staple line with suture. The issue resulted in 20 additional minutes to the procedure. No patient harm reported.